Event description:
Patient presented to the ER and received several inappropriate shocks. Device interrogation revealed noise on the pace/sense portion of the lead. High capture threshold and no capture at maximum output were also observed. The lead was capped. Upon removal, an insulation break was observed.

Manufacturer narrative:
A partial lead was returned. Analysis noted the outer insulation abraded and twisted at 6.0 cm from the connector pin. The sensing coil was fractured and melted. The insulation was damaged between the rv coil and ring electrode. The end of the rv cables was exposed to an accelerated fatigue and over time the sensng coil fractured.